Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, three years five months of post-deployment, computed tomography of the abdomen has performed due to abdominal pain and the result showed that there was an infrarenal inferior vena cava filter with the apex noted centrally within the inferior vena cava and touched the inferior vena cava wall. There were 2 right-sided renal veins, and the apex of the filter was located approximately 1.6 cm below the lowest right renal vein. No significant tilt. The lowest anterior, posterior, and left lateral struts extended approximately 2 mm beyond the inferior vena cava wall. No evidence for perforation of the vasculature or aorta. No perforation or extension to the abdominal viscera. The inferior vena cava was normal in caliber. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiration date: 10/2017.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.